Event description:
A male patient contacted lifecor customer support to report that neither of his battery packs would fit into the monitor. Support asked the patient to look at the battery pins inside the monitor. He stated that two appeared to be bent. Support sent the patient a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device MFR date: monitor, battery pack - 02/2006, battery pack - 12/2006. Device eval summary: device evaluations of monitor, the two battery packs have been completed. The reported problem was confirmed. The monitor had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. Both battery packs also had damaged battery connectors. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into misaligned connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the monitor and battery packs was replaced. No adverse event resulted from the damaged monitor and battery packs. The patient received a replacement monitor and two replacement battery packs.